Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for shock impedance high out of range. Technical services (ts) reviewed the device data and discussed the average shock impedance has been greater than 90 ohms and less than 150 ohms and it was confirmed that there appears to be a gradual increase. Further advice was provided. The ICD system remains in service. No adverse patient effects were reported.